Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acromioclavicular joint surgery a tightrope was used. The initial surgery was performed on (B)(6) 2025. After the surgery the device tore inside the patient. The revision surgery was performed on (B)(6) 2025. The revision surgery was finished successfully with a new device with the same part number.